Event description:
It is reported that the device was implanted in 2009 and revised the same day because the pt experienced a dislocated hip.

Manufacturer narrative:
Evaluation summary: the devices were not returned for evaluation and pt x-rays were not included. Such an early dislocation could be due to (but not limited to) one or more of the following: improper shell size selection. Incorrect component positioning. Pt anatomy prone to dislocation. Improper anatomical position assumed by pt. Soft tissue imbalance. Pt fall. According to the adverse event report submitted, the surgeon indicates the alleged event was not related to the device. However, the exact cause of dislocation cannot be determined with certainty at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.